Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma-late.

Event description:
Patient reported left side capsular contracture baker grade iii, fluid around the implant, pain, radial folds, large blister, she subtly touches the breast, can feel a large blister on the left breast that according to the 3-physician saw is from her own contracture, this breast changed appearance, when lays down this blister becomes visible. Device remains implanted.